Event description:
It was reported the device had "high leakage". No patient involvement reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure. Outdated printed circuit board (pcb) and power switch and defective heater. The technician performed earth leakage current ground test. The reported issue was confirmed. The device failed the earth leakage current ground test. The heater was found defective. The root cause of the reported issue was found to be defective heater. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 3-jan-2022. Event date unknown. No patient involvement.